Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. There was no damage to the cables and no frayed cables observed during visual inspection. The instrument also passed the electrical continuity test. Additional unrelated observation(s) not reported by site: the instrument was found to have blade damage. Both of the blade edges were indented. The blade indentation did cause the cut test failure. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. The probable root cause for the reported broken conductor wire cannot be determined based on the information provided and failure analysis results. D4. Lot number: k10250306 0682.

Event description:
Refer to h11 for follow-up information.